Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." (B)(4).

Event description:
It was reported that patient underwent revision hip arthroplasty for unknown reason on (B)(6) 2010. Subsequently, an additional revision procedure was performed on (B)(6) 2011 due to femoral fracture as a result of the patient falling. Infection was noted during the revision and the acetabular cup and acetabular liner were removed and replaced with antibiotic spacers. Only the acetabular liner was manufactured by biomet (B)(4). No further information has been provided to date.